Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient stated that she was cardioverted in (B)(6) 2015. After the cardioversion the implantable neurostimulator stopped working. The patient followed up with her doctor and the device was found to be non-functioning. Her urgency and frequency returned. An attempt was made on (B)(6) 2015 to get the stimulator working again, but a por message was seen. The programmer had to be "re-bonded" as well. The office reset the device and reprogrammed since all programming was lost. All impedances were >4000 except 2<(>&<)>c. The programmer would not turn up the device, even after re-bonding, and showed an up arrow with a line over it. Ultimately the implantable neurostimulator was replaced on (B)(6) 2015. Lead impedances were normal after replacement. The issue was resolved.

Manufacturer narrative:
Analysis found that the ins ((B)(4)) was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.